Event description:
Device issue: failure to advance/difficult to remove. Time of device issue: during the procedure. Adverse event: stent deployed at unintended site. Onset of adverse event: during the procedure. It was reported that during the procedure in the right coronary artery, the multi-link 8 stent delivery system was advanced; however, resistance was felt within the artery. An unsuccessful attempt was made to withdraw the stent system back into the guiding catheter; therefore, the stent was deployed in an unintended site in the right coronary artery. A non-abbott stent was successfully deployed to treat the target lesion. There was no adverse pt sequela. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4) - incorrect removal. (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with any relevant info.